Event description:
The surgical procedure was a cholecystetcomy cb6 exploration with t-tube insertion. The pt was in the supine postion. More than 24 hrs after surgery a lesion was noticed on the pt's back midline area. The surgeon experienced some difficulty in coagulating and increased the coag setting from 30 to 35. At this setting the surgeon achieved the desired level of coag. The ground pad was inspected prior to placement on the right thigh. There were no alarms after placement.